Event description:
Follow up information obtained identified the procedure was completed without complications, and therapy was restored postoperative.

Manufacturer narrative:
Additional device information was requested but not received. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent surgical intervention to relocate/move the scs ipg site due to implant pocket pain.

Event description:
Additional information received identified stimulation therapy was fully restored and there were no complications during the procedure.